Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is 'year and month valid' only implanted date is 'year and month valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 29mm bioprosthetic mitral valve, transesophageal echocardiogram (tee) and three-dimensional body imaging revealed that one cusp was not opening properly. A non-medtronic transcatheter valve was implanted valve-in-valve. The replacement procedure was converted from a transfemoral implant approach to a sternotomy and the valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was unable to be returned for analysis as it remains in the patient's body. The device history record was reviewed however, and there were no correlations / issues identified regarding manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The echocardiographic images files were sent to medtronic and subsequently reviewed by a non-medtronic independent reviewer. Per echo over-read, two leaflets have normal appearance and motion. However, the leaflet in a posterolateral location (at the usual location of the native mitral valve p1 cusp; corresponding to 6 o¿clock to 10 o¿clock on the 3- dimensional en face view from the left atrium [la]) appears immobile and in a closed position. There is mild-to-moderate or moderate mitral regurgitation with a paravalvular jet origin (at the base of the leaflet in an anterior position; corresponding to ~11 o¿clock on the 3-diemensional en face view from the la). The mean transmitral gradient is 3 mmhg at a heart rate (hr) of 57 bpm; the cite tracing suggesting a mean gradient of 8 mmhg traces the faint, artifactual envelope commonly seen among patients with a prosthetic valve, prosthetic ring, or dense mitral annular calcium, and substantially overestimates the true transmitral gradient. The echo review summarizes that the cause of the immobile leaflets is not evident from review of the echocardiograms. It is not known whether this patient received anticoagulation therapy following mitral valve replacement or whether CT scans revealed hypoattenuated leaflet thickening (halt), potentially affecting consideration of a diagnosis of subclinical leaflet thrombosis (sclt). The degree of stenosis associated with the immobile leaflets is questionable. Anatomically, with evidence of two leaflets with normal motion, more than mild prosthetic stenosis would not be anticipated. Hemodynamic assessment of the valve was inconclusive. Based on the available information in the echo review, and without a return of the device, a conclusive root cause of the immobile cusp could not be determined g1: manufacturer contact updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.